Event description:
This event was communicated by medtronic navigation who reported that a site (B)(6) had spheres that would not track. Site replaced spheres and tracking returned to normal. Site disposed of product, did not take any pictures or record lot number. Complainant reported that there was no patient/user injury, death or other serious deterioration in health.